Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01658 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the first brush (subject of MFR report # 3005099803-2013-01658) was put down the scope, while attempting to extend the brush, the wire by the handle bent. The bend in the handle made it difficult to extend and retract the brush. The brush was only able to be retracted halfway back into the sheath. This device was then removed through the scope with the brush still only partially retracted. A second rx cytology brush (subject of this report) was opened and tested before use. While testing the device outside the patient, the orange thumb ring (handle) detached. Despite the broken handle, the device was introduced through the scope, and the pull wire itself was held and used to push and pull the wire to obtain a sample. During actuation of the device, the wire bent at the handle, which made it difficult to extend and retract the brush. The brush was able to be fully retracted before removing the device through the scope. The procedure was completed with this second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that brush was not present upon receipt of th device. The blue cap, thumb ring and a large portion of the handle cannula were missing. Approximately 2 mm of the handle cannula was attached to the t-fitting. Several kinks were identified along the wring length (brush wire and the extrusion). Review and analysis of all available information indicated the most probable root cause for this event was handling damage. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2013-01658 pertains to the other device. It was reported to boston scientific corporation that two rx cytology brushes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the first brush (subject of MFR. Report # 3005099803-2013-01658) was put down the scope, while attempting to extend the brush, the wire by the handle bent. The bend in the handle made it difficult to extend and retract the brush. The brush was only able to be retracted halfway back into the sheath. This device was then removed through the scope with the brush still only partially retracted. A second rx cytology brush (subject of this report) was opened and tested before use. While testing the device outside the patient, the orange thumb ring (handle) detached. Despite the broken handle, the device was introduced through the scope, and the pull wire itself was held and used to push and pull the wire to obtain a sample. During actuation of the device, the wire bent at the handle, which made it difficult to extend and retract the brush. The brush was able to be fully retracted before removing the device through the scope. The procedure was completed with this second rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: brush difficult to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.